Event description:
It was reported that gatch was leaking fluid from the weep hole and onto the floor. It was further reported, two engineers from the user facility were assessing the leaking unit and the leaking fluid sprayed into one of the engineer's face. No medical intervention was required.